Event description:
The customer returned the ultrasound bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects come out of distal end was observed. The service repair technician indicated that the most likely cause of the foreign objects come out of distal end was due to clogging problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of ballon water tube, foreign objects come out of distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.